Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displays an inaccurate high blood glucose reading. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 10am. At an unspecified date/time, the patient reportedly obtained a blood glucose reading of ¿165mg/dl¿ with the subject meter. The patient reportedly does not manage his diabetes with oral medication and/or insulin; it is not clear what action the patient took in response to the reported meter issue. According to the csr¿s documentation, two hours after the alleged issue occurred, the patient reportedly developed a cold sweat. It is not clear if the patient correlated his reported symptom with high or low blood glucose and the patient¿s blood glucose reading at the onset or during his symptom is not known. It is not clear if the patient administered self-treatment after his symptom began and it is not known when the patient¿s symptom abated. According to the csr¿s documentation, on (B)(6) 2013 (at 1pm) the patient reportedly consumed more food as treatment; however, the patient¿s blood glucose reading prior to treatment is not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/14/2013). The patient¿s meter and test strips have been returned on 10/31/2013 and 11/5/2013, respectively, and evaluated by lifescan product analysis on 11/5/2013 and 11/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to be expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.